Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the direction for use states: "the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus; however the device was used in the left iliac vein.¿ (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left iliac vein. A 16-6/5.8/75 xxl¿ esophageal balloon catheter was advanced for dilation. However, upon dilating an implanted wallstent, the balloon ruptured on second inflation at 5 atmospheres or 30 seconds. The device was then completely removed the patient's body over the guidewire and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.